Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the drill bit snapped off during surgery. Approximately 36 mm of the drill was left in the patient and no attempt was made to remove it.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device history records for the device were reviewed and identified no deviations or anomalies. The product was not returned for review; therefore the exact condition of the device is unknown. This device is used for treatment. A product history search was conducted for the product and identified no additional complaints for the same lot. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The drill was received for evaluation. It was found that the item is fractured. The fractured piece was not returned. Hardness and dimensions taken are within specification. The device history records were reviewed and no deviations or anomalies were identified. This device is used for treatment. The complaint history review was conducted for the device and found no additional complaints for the same lot. The drill had a potential field age of approximately 2 years at the time of the reported incident with a manufacturing date of sep 11, 2014. The most likely root cause of the reported drill fracture was the reported contact with the arthroplasty stem.

Event description:
It is reported that during a proximal peri-prosthetic plating procedure, while preparing to implant locking screws, the drill bit snapped off due to hitting an existing hip arthroplasty femoral stem. Approximately 36 mm of the drill was left in the patient and no attempt was made to remove it. No further patient consequences have been reported.